Manufacturer narrative:
Initial and final MDR 1877094- device 8 of 12. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that 12 infusion et cannulas were bent within 3 hours of insertion which led to high blood glucose level of 400 mg/dl - 560 mg/dl for all events. The insertion site of the infusion site was at abdomen. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin deliveries successfully. The patient received correction bolus via pump and injection if that did not work. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.